Event description:
Medtronic received information that after the aortic valve was crossed with a crossing wire, it was reported that it was difficult to place the pigtail catheter in the apex of the left ventricle (l v). Multiple manipulations to reposition the catheter and pigtail catheter were made. It was reported that the wire access was lost approximately two or three times. The aortic valve had to be re-crossed. Eventually the implant team placed the wire and pigtail catheter into the proper position. The j wire was the swapped for a medtronic guidewire. The delivery catheter system (dcs) was introduced via the right trans-femoral access site. The valve was attempted to be deployed at 80%, however the depth was determined to be a little high, therefore the valve was recaptured and the depth was adjusted deeper. The valve was re-deployed a second time. At this point it was reported that the patient had lost pressures, so cardiopulmonary resuscitation (CPR) and pharmacologic support was initiated. A transthoracic echocardiogram (tte) revealed a larger pericardial effusion. The implant team elected to fully release the valve. The valve was deployed smoothly and the dcs was withdrawn. A pericardial drain was placed to remove the blood and to relieve the cardiac tamponade, however it was reported the patient's chest cavity remained full of blood. Emergent open heart surgery was performed and the patient was placed on cardiopulmonary bypass (cps). A lv perforation was reported and the cause was unclear. Per the physician, the possible causes were likely to be from the crossing wire or the catheter and not likely related to the medtronic guidewire. The team was able to eventually patch the perforation and control the bleeding from the l v, however the patient was very hyper-coagulable. After the patient was taken off cps, the patient continued to bleed and required multiple blood products. Treatment was ceased. The patient subsequently died. The cause of death was due to the lv perforation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).